Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: (B)(4) device not returned. Additional information was requested and the following was obtained: could you please confirm the quantity of devices that presented this issue (suture snapping off at the needle when in use) during this single procedure being reported? Our customer opened 5 sutures and they all snapped off at the needle when being used. All sutures were opened during the same procedure. Were there any patient consequences? No harm was caused to the patient. Procedure name? Chest closure. Note: events reported in 2210968-2021-05549, 2210968-2021-05550, 2210968-2021-05551, and 2210968-2021-05553.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used for chest closure. During the procedure, the suture snapped off at the needle. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/17/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.